Event description:
It was reported that the leads could not be inserted in the pulse generator header. The device was not used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.